Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed a blood clot at the ipg site. The patient had a procedure to address the blood clot and the patient has recovered without sequelae. The patient is currently using the device to find effective pain relief.